Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4) relates to (B)(4) for the reported event of the needle being kinked. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
A visual assessment was performed on the returned interject injection therapy needle device. The needle was retracted. Several kinks were found along the outer sheath. A functional evaluation was performed. The inner hub was actuated, and the needle would not extend. The inner hub and sheath were removed from the outer hub and sheath. Several kinks were found along the inner sheath. The needle was present and attached; the needle was not bent. Based on the results of the investigation, it has been determined that the needle would not extend due to the working length being kinked in several locations. The working length most likely became kinked due to some aspect of the preparation process. The most probable root cause for this complaint is handling damage.

Event description:
Note: the date of event is unknown. The complainant reported to boston scientific corporation that an interject injection therapy needle device was found to have the extremity of the needles kinked. The kink was found before it was opened for use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6), 2011. The interject injection therapy needle device was intended for use during a mucosectomy procedure on (B)(6), 2011. The tip of the needle was bent. The procedure was completed with another interject injection therapy needle device.

Event description:
Note: the date of event is unknown. The complainant reported to boston scientific corporation that an interject injection therapy needle device was found to have the extremity of the needle kinked. The kink was found before it was opened for use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: the date of event is unknown. The complainant reported to boston scientific corporation that an interject injection therapy needle device was found to have the extremity of the needles kinked. The kink was found before it was opened for use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2011. The interject injection therapy needle device was intended for use during a mucosectomy procedure on (B)(6) 2011. The tip of the needle was bent. The procedure was completed with another interject injection therapy needle device.